Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber became end-firing (forward-firing) at 29,411 joules of use; the procedure was continued using a second surgical fiber which became forward-firing 39,699 joules of use. The procedure was completed using a third side-firing surgical fiber. This report is for the second surgical fiber used. Outcome: the patient was fine and was released to home after recovery with no complications - no injuries were reported. Gland volume: 134 ml.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited mild burnt on detritus; the glass cap exhibited severe devitrification at the output window; the outer flow tubing exhibited moderate signs of contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.